Manufacturer narrative:
During the visit at the customer's facility, the arjo representative did not observe any device failure related to the ceiling lift. The manufacturer of the ceiling lift conducted an analysis of all available information. The testing was performed to identify the cause of the reported ceiling lift fall. The claimed scenario was not successfully recreated. The procedure for connecting the ceiling lift to the track using the reacher is described in the reacher¿s instructions for use. To sum up, based on all information gathered and the simulations performed by the manufacturer, the exact cause of the claimed ceiling lift detachment could not be determined. Although there was no arjo device failure confirmed that could have contributed to this event, the ceiling lift failed to meet its performance specification since it detached. The device was used for a patient transfer when the failure occurred.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
The complaint decided to be reportable due to maxi sky 440 ceiling lift detachment during transfer of the patient. The patient fell on the bed and the ceiling lift fell to the patient's stomach. It was claimed that the caregivers were scared. No injury occurred. Following information gathered from caregivers, the carabineer and hook of the reacher disconnected. During visit of the arjo representative, the ceiling lift was connected to the track and it was working correctly.